Event description:
On (B)(6) 2009, the patient reported that, while filling the cartridge of his infusion device with insulin, he noticed the cartridge was leaking at the bottom. The patient said, there was no apparent physical damage to the packaging. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.